Manufacturer narrative:
Unit was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify failed battery test alarm or any battery alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was giving battery errors and powered off. The insulin pump had a blank display. The insulin pump kept powering off with failed battery test alerts. Customer's blood glucose level was 142 mg/dl. The insulin pump had a crack near the side of the battery. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.